Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿inspection of the spray function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had distal end defects. There was no patient harm reported. The device was returned and evaluated, and foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the plastic distal end cover had a scratch. In addition to foreign material in the nozzle, the evaluation findings are as follows: the adhesive on the bending section cover had a chip, white clouded area and crack, switch (#3) had a scratch, the adhesive around the objective lens had a white clouded area, and the adhesive around the light guide lens had a white clouded area. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/ channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.